Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the legal manufacturer's investigation, the subject device could not function normally because another vendor's cable was used. Regarding care of the cable, the following verbiage is identified within the instruction manual, which may help preserve the integrity of the original cable: "use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 46. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Turn the video system center on only when the video connector is connected to the video system center. Confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head. To check the electromagnetic interference from other equipment (any equipment other than this camera head or the components that constitute this system), the system should be observed to verify its normal operation in the configuration in which it will be used." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was not confirmed. However, it was noted that the unit was equipped with a non-olympus cable and serial plate. The coupler movement was not smooth, a b30 scope communication error was discovered due to a faulty cable unit. Additionally, the charged couple device had dead pixels that are non-repairable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the hd autoclavable camera due to lines being present on the display during procedure preparation. Additional details regarding to the event and patient outcome were requested, but are reportedly unknown. During the device evaluation a b30 scope communication error was discovered. This report is being submitted to capture the b30 scope communication error.